Event description:
It was reported that the pump was submerged under water and was no longer responsive. Customers blood glucose level was 320 mg/dl. The customer reverted to an alternate method of insulin therapy.